Event description:
Boston scientific received information via the patient's remote home monitoring system that implantable cardioverter defibrillator (ICD) detected low out-of-range (oor) right ventricular (rv) pacing lead impedance (pli) of more than 2000 ohms. The impedance has been increasing gradually since may. Additional information obtained from the field representative indicated that the cause of the oor pli was not determined whether there is fracture or some lead issues. There was slight noise observed when isometrics performed. The tachy mode therapy was turned off by the physician to prevent the patient from receiving inappropriate shock. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The patient will continue to be monitored. Records indicate this system remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information obtained that the cause of high oor pacing lead impedance was not determined although suspected of a lead fracture. The device was previously reprogrammed and rv threshold has been elevated. Further, ts programmed tachy therapy off and discussed that it looks like patient came into office which reset condition. The physician does not want any further intervention as of the moment and continue normal follow-up. At this time, the system remains in service. No adverse patient effects were reported.